Event description:
Same case as MDR ID: 2134265-2015-04152. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 1.50mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During preparation, the rotational speed was set up to 180,000rpm. When the burr was attempted to be inserted into the rotawire, it was noted that the rotawire was separated outside the patient. The procedure was completed with another advancer and rotawire. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The visual inspection was performed and the device presents a wire kinked approximately 183.0cm from the proximal end. The wire was fractured approximately 186.8cm from the proximal end and evidence of wear reduction was noted on the fracture site. Moreover, the distal end and the spring tip were not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04152. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 1.50mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During preparation, the rotational speed was set up to 180,000rpm. When the burr was attempted to be inserted into the rotawire, it was noted that the rotawire was separated outside the patient. The procedure was completed with another advancer and rotawire. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).